Event description:
Procedure lap chole. Reportedly, the instrument did not dispense clips, but it cut the vessel which resulted in 1/2 hr delay time in surgery. Used suture to finish the case. Pt status is ok.